Event description:
Baxter (B)(4) received a report of a folfusor that leaked before patient therapy. The device was filled with 1200 mg of fluorouracil in saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample. The reported condition of a leak was confirmed via photographic evaluation. The root cause could not be determined, as the actual sample was not returned for evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This is a product not distributed in the us and does not have a 510(k) number.